Manufacturer narrative:
(B)(6)

Event description:
It was reported that t2 anchor failed to deploy. Another fast fix curved anchor was opened, used and implanted successfully. Slight delay to surgery, procedure completed without any other incident.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.